Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 275-300 mg/dl. Upon changing the supplies, the customer was to deliver a bolus to address the bg level. During troubleshooting with tandem technical support the customer received a minimum fill alert and the occlusion appeared to be related to the pump. The customer was to contact a healthcare provider regarding a back-up therapy to use to manage diabetes.